Manufacturer narrative:
At analysis it was noted that there was no evidence of any error codes but that the ventricular connector was damaged, the locking mechanism did not lock and that a firmware update was required. It failed incoming testing. The firmware was updated, a new cable assembly was placed and the device passed all tests with no visual or electrical anomalies. It conformed to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.